Event description:
It was reported by service report that the side rail panels were cracked and they were sharp enough to cause an injury. The cracks were also able to allow fluid ingress. No pt involvement or adverse consequences are reported.